Manufacturer narrative:
Additional information was received that the reason for ipg replacement was for ipg upgrade. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.